Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with moderate ketones. Reportedly, the customer administered a manual injection to address elevated bg level.